Event description:
It was reported that resistance was met during removal of the yellow protective sheath. When stronger force was use, the shaft by the balloon broke into 2 pieces. There was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated due to the condition the returned device and protective sheath. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.